Manufacturer narrative:
Testing and investigation found that the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to a disconnected connector on the alarm assembly. The cause of the disconnected connector could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.